Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the patient tracker would intermittently appear and disappear despite no metal being within the field. The medtronic representative found that the issue was being caused by a faulty field generator. The field generator was replaced. The replaced generator was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the field generator.

Event description:
A medtronic representative reported that during a case the fusion was not seeing the emitter or the system. The rep removed the side panel and re-seated the emitter cable, and the axiem box was reading a 7. The medtronic representative then proceeded to exit and restart the software, which did not resolve the issue. After removing the emitter cable from the axiem box, the axiem box was green on the screen. The rep then plugged back in the emitter and then performed a manual shut down which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Further engineering analysis of the returned field generator confirmed that the reported event was related to an electrical issue. Performed coil continuity check with fluke 112 (itm 1113), verified coil #9 is open. Root cause attributable to open in the circuit of coil #9 causing the reported communication failure. The open may be caused either by the coil being open, break in the solder joint between the wires attached to the coil. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.